Manufacturer narrative:
Investigation is in progress. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results for one patient while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. On (B)(6) 2021, the initial test generated a positive result for sars-cov-2 using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The same sample was retested on the diasorin platform and generated a negative result for all targets. On (B)(6) 2021, a new sample was collected from the same patient and generated a positive result for sars-cov-2 using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The same sample was retested on the cepheid platform and generated a negative result for all targets. An investigation is ongoing to evaluate the customer's allegation.

Manufacturer narrative:
This is a supplemental follow up to provide the investigation conclusion to 2243471-2021-03414. The customer indicated that both results were reported to the doctor. The CT value mentioned by the customer indicates a low titer sample which is considered near or at the limit of detection (lod). However, as raw data was unavailable, a system¿s assessment could not be performed. Furthermore, an analysis of the data from a reagent perspective could not be performed to determine if there are reagent-related factors contributing to the issue observed. Very low viral load specimens that are near the assay limit of detection (lod) may not generate consistent results upon repeat testing according to expected statistical variances in detection. As a result, it is important to recognize that discrepant results between the cobas® liat® system and another highly sensitive molecular test may not indicate the cobas® liat® system result is erroneous. Furthermore, true assay performance differences may be present and discrepant results can occur for a subset of samples when comparing results of the cobas® liat® system and less sensitive test methods. (B)(4).